Event description:
Meter name: one touch ii. Strip name: lifescan, inc. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thirsty, frequent urination and dry mouth. A pt reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was: result unknown, unable to test. The result on the hosp meter was: result unknown. No comparison reported. Treatment was unknown. Customer reported blood glucose readings of 190 mg/dl, 294 mg/dl and 310 mg/dl. It is unknown as to whether the readings are from their meter or hospital's meter. No further info has been reported.